Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know why his 8015 keeps beeping with the red arrow constantly flashing. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he needed to replace his logic board. The customer also wanted to know how to stop the 8015 from beeping. The customer stated that he took the battery out but the 8015 is still beeping. I explain to the customer that he needed to disconnect the harness that's going to the battery. I explain to the customer that he needed to open up the 8015 and disconnect that harness for the 8015 to stop beeping. Once the customer did that the 8015 stop beeping. The customer stated that he would be sending this 8015 back for repair, he just needed to stop the 8015 from beeping. Once the customer disconnect the harness it stop beeping and the customer said thanks and ended the call.